Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer called in advised chair has a psf or psr joystick and it will not drive. Dealer advised enduser was using chair when issue occurred. Dealer advised unplugged and plugged joystick back in and now has a blank white screen. Dealer stated joystick was defective.